Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore, the device did meet product specification related to the reported issue of iipv-adult (high drain volume 105). The cause was determined to be one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold and use error, tidal total ultrafiltration removal was set too low.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 105 alarm during therapy on the homechoice machine (hc). The caregiver (cg) stated the home patient (hp) has been swollen the past few nights and drained over 3000ml last night. The cg stated the hp does not feel overfilled right now. The technical service representative (tsr) advised the cg to contact the nurse and inform them of the high drain alarm. The nurse was contacted on (B)(4) 2013. The nurse stated that the home patient (hp) did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.